Event description:
Related manufacturer reference number: 1627487-2023-01968; 1627487-2023-01970. It was reported the patient experienced ineffective therapy. As a result, surgical intervention occurred wherein the leads were explanted and replaced, addressing the issue. The investigation did not determine which 3 of the 4 leads were related to the issue.

Manufacturer narrative:
B3: date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3166ans; UDI: (B)(4), serial: (B)(6); batch: 8178659. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.